Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to no button response. Insulin pump had moisture damage on electronics. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reports to have jumped into a swimming pool with insulin pump attached. Customer attempted to take batteries out immediately and received a battery out limit alarm and buttons malfunctioned. Customer's blood glucose was 151 mg/dl. Customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.